Event description:
The patient reported slow healing at the receiver site and antibiotics were prescribed. As of (B)(6) 2026, the infection has cleared and the patient is using the device and doing well.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Implanting the device after the expiration date, the patient touching or picking at the wound, and implanting the device off-label have been ruled out. Other potential causes of the reported issue include: surgical issues (not irrigating the incision site with an antibiotic solution, not using antibiotics pre-operatively, not prepping skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts), and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the slow healing is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.